Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Laboratory analysis determined that this device was exposed to some type of electrical overstress during defibrillation testing which subsequently damaged portions of the internal circuitry; however, testing was unable to determine the exact cause as the device was too extensively impaired. Often, this type of damage is the result of energy arcing from a damaged lead to the can. When that occurs, an arc mark is usually present on the can. No arc mark was found on the device. However, since the root cause of the overstress is undetermined (i.e., the source of a short inside the device cannot be found), it is not possible to definitively rule out a lead issue.

Event description:
Boston scientific received information that one day after this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were implanted, the patient underwent defibrillation threshold (dft) testing. A ventricular fibrillation (vf) was induced and the ICD sensed and delivered a 31 joule shock; however, the shock did not convert the vf. It was also reported that when the ICD delivered the 31 joule shock, an unusual noise was heard by the physician and staff. At that moment, the communication between the programmer and the ICD was lost and was not possible to regain the connection through either wanded or wireless telemetry. A message appeared on the programmer screen indicating "out of range/telemetry noise/pg not identified". The patient received external defibrillation which converted the vf to normal sinus rhythm. Several additional attempts were made to re-establish telemetry between the programmer and the device but they were not successful. A magnet was applied to the ICD and no tones were emitted. The ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Testing was performed on the new ICD and the current rv lead and yielded all normal measurements. Defibrillation threshold testing was also performed and the system successfully converted the induced arrhythmia. The rv lead remains implanted and in service.